Event description:
During a paroxysmal supraventricular tachycardia procedure using rf, it was noted that an impedance reading of 999 was displayed on the ampere generator while the ablation catheter was being manipulated in vivo resulting in a delay. Troubleshooting included exchanging cables and the catheter, but the issue persisted. The ampere generator was replaced, and the procedure was completed with no patient consequences.